Event description:
It was reported that during a prostate procedure the "fiber cap detachment at 294,031 joules." It is unk how the case was completed. Unk if cap detached inside pt or if retrieval was required. No further info was available. Pt outcome: "no injury to pt reported."